Event description:
A report was received involving device used to repair a calcaneous fracture. Three months post-operative, the pt developed an infection with chronic drainage. The dr curetted the surgical site and removed a portion of the device. The pt healed and is presently doing well. The dr does not recall the pt's name nor does he remember the causitive agent involved. The dr stated that large flaps of skin are pulled back for this type of repair procedure, and a plate with screws is placed, thus making it difficult to determine an exact cause for infection.